Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital as they experienced syncope. Loss of capture was noted, and x-ray imaging confirmed the lead had dislodged. A revision procedure was performed, and the lead was repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.